Event description:
The following information was received from global pharmacovigilance (gpv) and is a clinical report of an observational study from a physician in hungary of bacterial peritonitis in a subject coincident with dianeal pd1 therapy. On (B)(6) 2011, the subject experienced peritonitis. On (B)(6) 2011, the subject was treated with vancomycin intraperitoneal (ip) and ciprofloxacin oral. On (B)(6) 2011, treatment with ciprofloxacin ended and on (B)(6) 2011, treatment with vancomycin ended. The subject recovered.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed because the disposable set was not returned to baxter and the lot number was unknown. The assignable cause is undetermined.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.